Event description:
Caller reported an error with their continuous glucose monitor, specifically cgm error 42, related to their g7 sensor. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support, who provided guidance on resetting the pump. Following the reset, the error did not reappear, and the customer successfully initiated a new sensor session.